Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that using an ipsilateral approach, at three minutes and forty-seven seconds of activation in a heavily calcified lesion in the left sfa, the recanalization catheter allegedly kinked and could no longer cross the lesion. Reportedly, a contralateral approach was then gained in an attempt to treat the lesion; however, the lesion could not be crossed. The healthcare provider also alleged that the distal tip of the catheter detached and remained embedded in the vessel. There was no reported attempt to retrieve the detached tip as the health care provider determined it would not cause any health risk to the patient. The procedure was postponed and will be rescheduled at a later date. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that using an ipsilateral approach, at three minutes and forty-seven seconds of activation in a heavily calcified lesion in the left sfa, the recanalization catheter allegedly kinked and could no longer cross the lesion. Reportedly, a contralateral approach was then gained in an attempt to treat the lesion; however, the lesion could not be crossed. The healthcare provider also alleged that the distal tip of the catheter detached and remained embedded in the vessel. There was no reported attempt to retrieve the detached tip as the health care provider determined it would not cause any health risk to the patient. The procedure was postponed and will be rescheduled at a later date. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. No kinks were noted to the outer catheter. The catheter was broken, exposing the core wire distal to the strain relief. The distal tip was viewed under magnification and the distal tip was observed to be detached from the catheter and was not returned. The core wire remaining within the catheter was measured to be 152.1 cm, indicating that 1.9cm of the core wire and distal tip were not returned for evaluation. The distal end of the outer catheter and inner catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. Functional/performance evaluation: functional testing could not be performed due to the poor condition of the returned sample. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for tip detachment as the distal portion of the catheter was detached and not returned for evaluation. The investigation is confirmed for catheter break, as the outer catheter was broken distal to the strain relief. The investigation is inconclusive for kink due to the poor condition of the returned sample. The investigation is inconclusive for failure to advance as functional testing could not be performed due to the poor condition of the returned sample. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 from the body and advance a guidewire through the lesion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that using an ipsilateral approach, at three minutes and forty-seven seconds of activation in a heavily calcified lesion in the left sfa, the recanalization catheter allegedly kinked and could no longer cross the lesion. Reportedly, a contralateral approach was then gained in an attempt to treat the lesion; however, the lesion could not be crossed. The healthcare provider also alleged that the distal tip of the catheter detached and remained embedded in the vessel. There was no reported attempt to retrieve the detached tip as the health care provider determined it would not cause any health risk to the patient. The procedure was postponed and will be rescheduled at a later date. There was no reported patient injury.